Event description:
The customer reported that while running an htlv I/ii assay, summit sample handler, did not pipette in well positions h1 through h12 and no error message was given. A field service engineer was dispatched and could not duplicate the problem. No death or serious injury was associated with this event.